Event description:
In 2008, the pt reported having to switch to her backup infusion device due to elevated blood glucose of 300 mg/dl. Her normal blood glucose range is 120-140 mg/dl. She stated that if her blood glucose was elevated 300 mg/dl, she would bolus 11 units of insulin. Her readings did not decrease until she switched to the backup device. She stated that she changed the insulin cartridge of the primary infusion device and noticed condensation in the cartridge compartment. She stated that she does not recall spilling insulin in the cartridge compartment and the insulin cartridge did not appear to be cracked. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.